Event description:
It was reported that a secondary administration set had no flow. The primary set was to infuse normal saline and secondary set had an unknown chemotherapeutic drug. The primary line was clamped and after twelve hours the secondary bag was still full, while the primary was empty. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.